Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation the technician observed extensive damage. The observed damage is typically a result of the device being tampered with. Due to the condition in which the device was received, root cause analysis could not be performed.